Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs0395 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse noticed the hair in the package before accessing the patient. The kit was never opened.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the packaging is confirmed and was determined to be manufacturing related. One powerloc max port access kit was returned for evaluation. An initial visual observation showed a hair within the sealed kit, between the kit packaging and its components. A lot history review (lhr) of recs0395 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse noticed the hair in the package before accessing the patient. The kit was never opened.